Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was initially reported that during a partial gastrectomy with y reconstruction procedure, the stapler cut, but did not staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: the doctor needed to make a manipulation and suture the colon manually since the stapler cut but did not staple. The patient is in good conditions.

Event description:
The reporter stated the surgeon implanted an 12.5mm icm125v4 implantable collamer lens on (B)(6)2010, in pt's left eye. The lens was explanted on (B)(6)2010, due to excessive vaulting with elevated iop. The pt's vision was blurry. The lens was exchanged for a shorter lens. Currently, there is occasional photophobia and some inflammation on the incision used for explantation. Iop is normal and using drops for inflammation.